Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high", although a specific value was not given. Customer administered a correction bolus via the pump to address bg. System check with tandem technical support confirmed the pump was functioning as intended.